Event description:
Information was received from a patient regarding an external device. It was reported that for the past 2-3 months the patient had been experiencing shocks from the wireless recharger. The patient also mentioned the recharger was not working and it was not keeping a charge. The patient stated they spoke with a manufacturer representative (rep) who redirected them to call into the manufacturer for a replacement. The patient was adamant on receiving a replacement for their wireless recharger. A replacement recharger was requested to be sent out. Due to the nature of the call, clarifying information was unable to be obtained. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was experiencing shocking while recharging. It was noted that the patient misplaced the recharger so the rep was unable to troubleshoot. The cause of the issue was not known and the issue was reportedly ongoing. The rep met with the patient in the implanting physician's office and patient stated they had misplaced their recharger at least 1 week ago. The patient was directed to contact patient services to obtain a replacement. The patient stated that when they were recharging (and only when they were recharging) over the last 6 week they have had a "shocking sensation" at the pocket site. The patient was advised to keep a thin layer of clothing between themselves and the recharger. The patient stated they wear a pair of yoga pants in between themselves and the recharger. The patient also was advised to switch the recharger mode to cooler and slower. The hcp and patient stated that the micro ipg is shallow to the skin and they can feel the bulge next to it that they believe to be the lead connection point. The hcp was unable to connect to the micro battery using the micro mytherapy application and the micro clinician application. The hcp requested to reschedule the patient to be seen again at the office with a company rep present after the patient obtained a new recharger. Additional information was received from a manufacturer representative (rep) on 2025-jun-16. The rep reported that they were first notified of this issue on 2025-may-29. They also reported that the shocking sensation was only felt during the recharging session and that a layer of clothing was used, which covered the entire surface. The layer of clothing did not resolve the sensation. A recharging belt was used during the process and it was noted that the belt did not resolve the issue. Follow-up was made on (B)(6) 2025 and the patient was seen by the hcp and rep in the office. Patient was able to replace their recharger and rep was able to assist them in getting the device recharged to 20%. It was reported that no shocking was observed or felt by the patient and no impedance was detected on the device. The therapy was reportedly restored and basic recharging instructions were reviewed.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# unknown, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot # unknown. B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the ins being shallow was not determined. The patient was seen in the office by the rep and the physician's assistant on (B)(6) 2024 and the issue was resolved. The cause of the communicator issue with the ins was most likely that the battery needed to be recharged.